Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the valve was under-expanded and moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed but the patient became hypotensive. An echocardiogram showed a small pericardial effusion due to an annular rupture that was bleeding across the septum and into the pericardial space. It was not clear whether the perforation was caused by the post-implant bav or the valve. A pericardiocentesis was performed followed by a pericardial window to prevent tamponade. At conclusion of the procedure, the patient was stable from the pericardial window and drain. No further treatment was prescribed and the patient was discharged to recovery. The following day, the patient expired due to renal failure but the cause of the renal failure is not known. It is unknown whether an autopsy was performed.